Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had the implantable neurostimulator explanted on (B)(6) 2017 due to early battery depletion. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found that the ins battery reached normal end of life and had no telemetry and no output. Analysis observed no output or telemetry on the ins and determined normal battery depletion. During destructive analysis, the hybrid portion of the ins was tested with a known good battery and was found to function within specifications. During destructive analysis, the battery portion of the ins did not indicate any internal anomalies that would have caused premature depletion. A lab functional test determined that no output was observed on any electrode pair. Analysis determined that no telemetry was observed with an n'vision clinician programmer. If information is provided in the future, a supplemental report will be issued.